Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. Note ¿ it could not be determined if the distal tip outside diameter of the inner cutter (expanded area) was a turned / machined finish. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 2nd proximal valley while moving in a counter clockwise direction which resulted in the break. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that the tip of the blade inner cylinder was broken during an endoscopic sinus surgery. There was no delay in the procedure as a result of this event and the procedure was completed with a backup device.there was no patient impact or injury.